Event description:
Technical services received a call on 1/19/12. Caller stated it looks like the lv may be sensing the atrium. They will bring the patient in soon to either decrease the lv sensitivity or turn off lv sensing. No patient symptoms mentioned. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).